Manufacturer narrative:
Device failure is suspected, but did not cause of contribute to a death or serious injury.

Event description:
It was initially reported by the nurse at physician's office that they could not interrogate two different vns pts. The nurse believed that there is a problem with the wand. Troubleshooting steps were performed but it did not resolve the issue. Company representative went to the site to troubleshoot it further and it was noted that the problem was with the handheld serial cable. New serial cable was shipped to the site. The defected serial cable was not returned to manufacturer for analysis as the site had discarded it.